Manufacturer narrative:
Conclusions: it is mostly likely the clinic process is the source of the copper in this event; however, the clinic's investigation did not identify a definitive root cause. Rockwell medical's results affirm their manufacturing process and product met specification and did not cause or contribute to this event. The clinic's investigation ruled out the product as the cause for this event. No further action (correction or removal) is warranted.

Event description:
Two pts were dialyzed on a 1k bath which was prepared on (B)(6) 2011 and was only used by two pts on (B)(6) 2011. On (B)(6) 2011, both pts were admitted to the hospital for abdominal pain and both were diagnosed with severe hemolysis. After testing the 1k bath, it was found to contain high amounts of copper, nickel and sulfate, and a low count of chromium. Rockwell medical was notified and sent a sample for testing. They could not test the concentrate for metals, so a sample was also sent to (B)(4) and they did detect the metals.

Event description:
Two pts were dialyzed on a 1k bath which was prepared on (B)(6) 2011 and was only used by two pts on (B)(6) 2011. On (B)(6) 2011, both pts were admitted to the hospital for abdominal pain and both were diagnosed with severe hemolysis. After testing the 1k bath, it was found to contain high amounts of copper, nickel and sulfate, and a low count of chromium. Rockwell medical was notified and sent a sample for testing. They could not test the concentrate for metals, so a sample was also sent to (B)(4) and they did detect the metals.

Manufacturer narrative:
Conclusions: it is mostly likely the clinic process is the source of the copper in this event; however, the clinic's investigation did not identify a definitive root cause. Rockwell medical's results affirm their manufacturing process and product met specification and did not cause or contribute to this event. The clinic's investigation ruled out the product as the cause for this event. No further action (correction or removal) is warranted.